Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called twice for low and high blood glucose. Customer stated that the high blood glucose reading was 221 mg/dl when paramedics arrived and they treated at home. Customer stated that the second time paramedics were called for low blood glucose and she was treated in the emergency room. Nothing further was reported.